Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cable was derailed. One grip cable on one side of the distal clevis was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. An additional observation not reported by the site was that the instrument grip cable was frayed at the distal portion of the instrument. One grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damages were found on the instrument. The reported complaint does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed grip cables found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the closing force of the needle driver instrument was weak and after the procedure was completed, the surgical staff noticed that the wire was loose at the grip of the needle driver. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.